Event description:
It was reported by the patient that a gynecological procedure was done in 2008 and an obturator sling was implanted. Post operatively, the patient experienced groin pain and underwent an additional procedure to cut and release the mesh which had shrunk and was too dangerous to remove. The patient reports continued urinary infections with decreased antibiotic effectiveness, lack of sleep due to urinary frequency and very painful bladder and extreme tiredness leading to inertia, brain fog, irritability and depression. The patient also states that her housework, hobbies, social life, holidays and normal family life are restricted. She has also experienced an inability to pass urine if seated too long causing severe pain and that standing for any length of time causes severe pain. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.